Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to the compromised force sensor system error alarm. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a missing reservoir tube o-ring and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 178 mg/dl. Insulin was squirting out during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.